Event description:
The iab was inserted into the pt on 4/17/97 at 9:00 pm and removed on 4/18/97 at 3:00 pm. The iab did not malfunction. As a result of the event, the pt had an ischemic complication and the iab needed to be removed. The pt expired with the iab in place. The contact at the facility stated that the pt's death was not related to the event. On 5/14/97, the following info was reported to datascope: as a result of the event, the pt lost pulses in the leg and the catheter was removed (the event became MDR reportable on 5/14/97). (Events complications: ischemic complications-rpt'd 4/28/97; lost pulses-rpt'd 5/14/97. (Pt's current status: expired-rpt'd 4/28/97.)